Event description:
A customer reported that an ophthalmic operating system with a xenon lamp had failed to turn on during service. Procedure details and patient impact were not provided. Additional information has been requested, but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported issue. The lamp was replaced (as it had exceeded the expected rated life). Then the system was tested and found to meet specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for (complaints reported against this serial number) was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event can be attributed to the lamp (which exceeded its rated life). However, no problem was found with the lamp as it functioned to its expected rated life. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.